Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip. No scratch or damage on the lcd glass noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer's blood glucose was 134 mg/dl. Customer was advised that insulin pump would need to be replaced.